Event description:
Pt underwent an elective lap-cholecystectomy for colelithiasis. During the procedure a portion of the trocar was noted to be cracked and broken with pieces in the peritoneal cavity. The retained pieces of the trocar were removed and the surgery was completed without complication. The pt was discharged in stable condition. The trocar and broken pieces were given to the co rep on 6/12/95 for return to the MFR for evaluation.